Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the insulin pump alarmed with critical pump error. Prior to the incident, it was reported that there was a crack in the pump. The customer was unaware of the crack on the pump and when the pump got wet when the customer went into the pool, the open book image appeared on the screen. No harm to the customer requiring medical intervention reported. The customer will discontinue use of the insulin pump.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged critical pump error (open book image alarm), moisture damage, and cosmetic damage (cracked battery compartment) found on (B)(6) 2022. Pump received with frozen screen. Unable to download to thus software due to frozen screen. Unable to verify open book image due to frozen screen. Unable to perform the displacement test, sleep current test, active current test and self test due to frozen screen. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and flashing white display noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and frozen screen was noted. The following were noted during visual inspection: cracked battery tube threads, cracked case above arrow and battery icon, pillowing keypad overlay, cracked case on battery tube, cracked keypad overlay, and minorly scratched lcd window. In summary, customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked battery tube threads and cracked case on battery tube was noted. Frozen screen was confirmed due moisture damage on the pcba 2. Flashing white display was confirmed due moisture damage on the pcba 1. Unable to verify open book image. Unable to download history/traces confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.